Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe was damaged, but still operable. The following information was provided by the initial reporter: "3ml syringe with presence of cracks."

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe was damaged, but still operable. The following information was provided by the initial reporter: "3ml syringe with presence of cracks."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.